Event description:
Technician alleged that the brake caster is still rolling after the brake steer pedal is set. No pt impact.

Manufacturer narrative:
The technician adjusted the brake caster to resolve the issue.